Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient programmer was not connecting to their implant. The patient representative did not have the equipment with them at the time of the call, but reported that the patient would call in when they had their equipment. The patient had an appointment with their doctor on the (B)(6) 2024 and the doctor could not get equipment to connect. On 2024-aug-02 additional information was received from a healthcare professional (hcp) as well as the patient representative. The hcp reported that the hospitalization was not related to their device or therapy and the cause for the inability to communicate was not known, but the suspected cause was due to a non-functioning battery. The issue was not yet resolved. On (B)(6) 2024 the patient representative reported that they were trying to connect to the device, but got "internal device has lost all data" message. The meaning of this message was reviewed and they were directed to the manufacturing representative or healthcare provider to clear the message.